Event description:
The customer reported a clear fluid leak (5ml) dripping from underneath the coulter coulter lh 750 hematology analyzer station. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. The field service engineer (fse) found the lyse restrictor tubing at valve 82 split and replaced the tubing at valve 82. The lyse restrictor tubing has cbc lyse while in operation and cleaner while in shutdown. No discrepant results were generated; however, a failure mode was identified that has the potential to cause discrepant results for wbc and hemoglobin results as a result of an inadequate amount of lyse delivered to the wbc bath. No discrepant results were generated; however, a failure mode was identified that has the potential to cause discrepant results for wbc and hemoglobin results as a result of an inadequate amount of lyse delivered to the wbc bath the cause of the leak is a split in the lyse restrictor tubing at valve 82.

Manufacturer narrative:
(B)(4).